Event description:
It was reported that the high voltage portion of the right ventricular (rv) lead had noise noted through the analyzer. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007; 4574 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.